Event description:
The customer reported being hospitalized for low blood glucose. The customer stated she is taking a medication, which may have contributed to low her sugar level.

Manufacturer narrative:
Analysis revealed the device was unable to prime due to a faulty force sensor, which prevented further testing.